Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated on (B)(6) 2017 an MRI with contrast was performed with results that no granuloma was detected. No further action/intervention was taken and no further complications were anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the workup for granuloma was negative.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the patient experienced unsatisfactory analgesia and increased pain shooting down their legs on (B)(6) 2016. The patient reported increased lower back pain radiating towards their lower extremities. Magnetic resonance imaging (MRI) was performed to rule out granuloma at tip on (B)(6) 2017. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The outcome was indicated to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the relatedness to the drug (hydromorphone) was possibly related and the drug action that cause the event was a decrease in the dose. No further complications were reported/anticipated.